Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was loud, squealed while running and the trigger jammed. It was further noted that the electronic control unit had a damaged wire and an unknown liquid was found on the internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to inadequate cleaning/care and possible immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the small battery drive device was loud, squealed while running and the trigger jammed. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.